Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient had an infection at the lead site. The lead site was cleaned out and cultures were taken. It is unknown when the lead site was cleaned out. The patient was given antibiotics.

Event description:
Follow-up revealed the infection was not resolved. The patient was hospitalized for a weekend. As a result, the patient's scs system was explanted on (B)(6) 2017.